Event description:
Event description guidant received information that this implantable lead exhibited an insulation abrasion near the is-1 terminal pin. This observation was made by the surgeon during a procedure. The surgeon elected to repair the insulation using medical adhesive. Following the procedure, the following physician discussed possible complications with guidant's technical services (ts) staff, who discussed the advisory for long is-1 terminal pins. Ts recommended replacing the rate/sense leg of this lead at that time. The physician was upset that this information had not be given to him prior to the procedure.